Event description:
Original report: as reported by the user facility: customer stated that they had a patient that contracted (B)(6) and he wanted more information about the machine because he was not as familiar with the dialog + machine. Customer stated that he does not believe that the machine contributed to the transfer but wanted to discuss the possibility. After a follow up telephone call with the facility on (B)(4) 2014, b braun (B)(4) learned that two patients were diagnosed with (B)(6) in (B)(6) 2014. According to the facility, both patients were infected with the disease most probably in (B)(6) 2014. The two patients were treated on the same dialog+ dialysis machine after a patient suffering from (B)(6) had been treated. MFR - 3002879653-2014-00282.